Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the stent delivery system (sds) was returned with blood on the stent implant, on the balloon and on the shaft with contrast in the inflation lumen consistent with preparation and insertion into the patient anatomy. The stent implant was stationary on the balloon but was not between the markers. The distal end of the stent implant was located 2.5 millimeters distal to the distal end of the distal marker. There were stretched struts on the first and second rows at the distal end of the stent implant. There was no other damage noted to the stent implant. There were crimp marks on the balloon where the stent had been between the markers suggesting the stent was properly and firmly placed on the balloon at the time of manufacture. The balloon was tightly folded. Additional information was requested regarding the noted stent movement and the response noted that the user did not state any stent movement occurred during the procedure or after removal from the patient and was not aware of the stent movement. Additionally, there was no resistance felt during removal of the sds. This suggests that the noted stent movement and stent damage most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. The hypotube and jacket were separated distal to the strain relief tubing and the hypotube fracture face was oval shaped with the jacket stretched at the separation consistent with the reported hypotube separation. There was a bend in the hypotube 2.2 cm distal to the separation. There was no other damage noted to the sds. The bend may have occurred during the procedure; however, most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. The tip length and proximal stent outer diameters were measured and met manufacturing criteria. The distal stent outer diameter was not measured due to the noted stent damage and the middle stent outer diameter was noted to be oversized which appears to be related to the noted damage as a result of the stent movement. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Hypotube (proximal shaft) detachments are often the result of ductile overload (material stress/fatigue). Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, profile dimensions are confirmed by visual and dimensional checks and 100% visually inspected for kinks and damage on the manufacturing line before release. It should be noted that the xience prime instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that the use of force contributed to the reported kink and shaft separation. The anatomical information reported heavy calcification which appears to have contributed to the failure to cross. Subsequent handling such as the excessive force applied during the procedure appears to have resulted in a kink and led to the shaft separation. The reported failure to cross, kink and shaft separation appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A search of the lot history record indicated no related nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents.

Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the stent was stationary on the balloon but was not between the markers. The distal end of the stent implant was located 2.5 millimeters distal to the distal end of the distal marker.

Event description:
It was reported that during a procedure in a lesion in a mildly tortuous left anterior descending artery the physician was unable to cross the lesion with a 2.75x12 xience prime rx stent delivery system. During advancement of the xience prime, great resistance was felt, then force was applied, resulting in a kink in the shaft, followed by a proximal shaft separation of the catheter. The xience prime was removed without resistance and another xience prime stent delivery system was used successfully to treat the lesion. There were no patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.